Manufacturer narrative:
Additional info received from the site indicated that thrombus was confirmed. The patient was administered actilyse 50 milligrams. The last report received, indicated that he was discharged and is doing fine at home. The pump (hw24041) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed through log file analysis which revealed 50 high watt alarms have been logged since november 18, 2016. A rise in power consumption has been logged to current parameters outside of normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, device-required therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with abnormal lab values and abnormal pump parameters.  Preliminary log file analysis performed by the site confirmed power consumption above normal operating parameters on the date of the reported event.  The last report received indicated that the patient remained hospitalized.  No further information was provided.